Event description:
Physician embolized the petrous segment of the meningeal artery over the course of three cynx injection and th ept facial nerve arcede was embolized during the procedure. The pt suffering from fifth cranial nerve and facial palsy.

Manufacturer narrative:
The device in this case was not returned for physical evaluation. Based on the complaint info, the device had not malfunctioned.